Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cord was cut and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device had a cut in the cord. Timing was unspecified. It was determined there were exposed wires. No adverse event was reported as a result of this malfunction.